Event description:
During the procedure the ablation generator was not synchronizing with the irrigation pump and therapy could not be applied due to signal loss to the distal ablation bipole. The issue was not resolved and the procedure was cancelled. There were no adverse patient consequences.

Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the root cause of the reported event cannot be conclusively determined as no abnormalities were identified. The returned cardiac ablation generator successfully completed the power on self-test. Additionally the generator functioned as intended during the trial ablation procedure and no signal loss was reproducible. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.